Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer did not know if the blood glucose level was impacted. The customer thought that the occlusions may be caused a twisted tubing. However, as the occlusions had occurred in the past, tandem technical support was unable to perform a system check to confirm if the tubing was the cause of the occlusions.